Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt received a trident ceramic acetabular system. It was further alleged that, the pt is experiencing "pain, discomfort and vibration in his hip while walking as well as popping and squeaking in the hip."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. The devices are not available due to the ongoing litigation.